Event description:
It was reported that while using he surgical fiber during a prostate procedure, persistent "overheating" messages were received and the system continuously switched from ready mode to standby mode. The procedure was completed using an alternate procedure (turp). No injury to the patient was reported. Gland volume: 25 ml. Time expended: 10 minutes. Joules used: 7228.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited minimal signs of usage; the fiber proximal end / input face exhibited evidence of some type of substance (likely lubricant) on the optical surface; the glass cap exhibited mild devitrification at the output window; the metal cap exhibited mild burnt on detritus; the fiber was tested with hene laser fixture, aim beam was present at fiber output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: contamination of the connector.